Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited a sudden jump in high, out of range pacing impedance (greater than 3,000 ohms). A technical service (ts) consultant reviewed the device data, and recommended additional testing, pocket manipulation, maneuvers and x-ray imaging. The patient reported having palpitations. The lv lead remains implanted. No adverse patient effects were reported.